Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with the freestyle libre 2 sensor and experiencing confusion, speech difficulties, and unspecified symptoms of hyperglycemia. Customer's son tested the customer's glucose on an unspecified blood glucose meter and obtained a result of 'hi' (reading >500 mg/dl), so customer self-treated with insulin and was taken to a hospital where she was diagnosed with hyperglycemia and received unspecified treatment.

Event description:
Customer reported being unable to test with the freestyle libre 2 sensor and experiencing confusion, speech difficulties, and unspecified symptoms of hyperglycemia. Customer's son tested the customer's glucose on an unspecified blood glucose meter and obtained a result of 'hi' (reading >500 mg/dl), so customer self-treated with insulin and was taken to a hospital where she was diagnosed with hyperglycemia and received unspecified treatment.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.